Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed by screenshot. The drill passed kpc and a case with no problems. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor failed testing with a fatal error-test timeout. Although the reported problem was confirmed by screenshot, factors contributing to the reported symptom may have been associated with an intermittent exposure motor failure. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that the real intelligence robotic drill presented a "communication failure" and had no sterile drills, so the surgery was switched to mechanical. After this, the sales rep looked at the drill and it seemed like the locking mechanism was misaligned. The sales rep lined it up and passed kpi test and registration, so it was put back in circulation. It is unknown whether this happened during a procedure or not; therefore, patient involvement is not confirmed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, during se-up for a cori assisted tka surgery, when attempting to register the real intelligence robotic drill, the device presented a "communication failure" and had no sterile drills, so the surgery was switched to mechanical. The surgery was completed after a non-significant delay. After this, the sales rep looked at the drill and it seemed like the locking mechanism was misaligned. The sales rep lined it up and passed kpi test and registration, so it was put back in circulation. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Additional information: b5, h6 (health effect - impact code).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper assembly process. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: g2